Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) was explanted after 1.5 years due to premature battery depletion. The die attach date was 14 oct 98. The ipg has been returned to guidant for anlaysis. Another guidant ipg was then implanted.